Event description:
A micro reciprocating saw was sent for service and it gave a bias current error message when it was plugged in to the console during testing. No adverse event was associated with the device.